Manufacturer narrative:
(B)(4).

Event description:
It was reported that calibration was not performed during rapid rate change, during periods of signal loss, or while the error reading symbol displayed. The dexcom g5 mobile continuous glucose monitoring system user's guide states: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event. During signal loss, don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. During error reading symbol displayed, don't calibrate. System may correct problem on its own and display sensor glucose readings again.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's sister contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's sister called the paramedics as the patient started to become non-responsive. The patient's blood glucose (bg) was at 30mg/dl when the paramedics arrived. The continuous glucose monitor was displaying 60mg/dl. The paramedics set an IV and gave the patient food to eat to bring his bg to level. The patient was not taken to emergency room (ER) but treated at home. When the paramedics left the patient's bg was at 100mg/dl. At the time of contact, the patient was stable. No additional event or patient information was provided.